Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1: phone number: (B)(6).

Event description:
Healthcare professional reported, a left side "rupture". Diagnosed by ultrasound. Device has been explanted and replaced with another manufactures device.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two broken assessed as surgical damage, observed an opening assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side "rupture" diagnosed by ultrasound. Device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.